Event description:
It was reported that the device exhibited "cassette sensor defective." The fault was found during testing. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9 - date returned to mfg: 11/07/2024 one device was returned for analysis. Review of the event history log (ehl) showed a cassette not properly attached alarm. Functional and visual tests were performed the reported issue was duplicated. The cause of the reported issue was due to a downstream occlusion sensor issue. The service history review had no indication that the complaint was related to a service of the device within the review period.